Event description:
It was reported that a small volume folfusor leaked from an unspecified location. This occurred prior to patient use. The device was filled with fluorouracil 2000 mg in 115 ml sodium chloride 0.9% bp. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between november 9, 2023 ¿ november 13, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.